Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the infusion site bleeding. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient visited the ER (emergency room) with infusion site irritation. Patient reported having bleeding at her infusion while wearing the pod between 4 and 24 hours in the abdomen. Patient also reported feeling shaky towards the end of her ER visit. Symptoms began 1-1.5 hours after placing the pod. Patient was treated by applying a compression bandage, pressure, and ice. The patient was released after 3 hours. Patient reported the bleeding continued until the next day. Patient reported being on a blood thinner (plavix), and her physician has now had her discontinue use. She continues to take a baby aspirin daily. Patient reported she continued to wear the pod after ER visit.